Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts by customer to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging steps without success, then agreed to use multiple daily injections as backup therapy while in-warranty replacement pump was shipped, planned to program settings and reconnect continuous glucose monitor on replacement, and was instructed to place nonworking pump into storage mode and return it using prepaid label.